Event description:
The reporter stated that during a surgical procedure, two of the three tips of the cannulated screwdriver broke off. The fragments were removed without difficulty and there was no harm to the patent. Integra has requested additional clinical information.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.